Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported air in line error which was not reproduced. A review of the event history log identified air in line messages. The reported condition was verified. The cause was determined through visual inspection to be a damaged ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. A review of prior servicing indicates this is a repeat service event. The cause was unable to be determined during the previous service and all service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.